Event description:
Caller reported cgm error 42, but there was no adverse impact to the customer¿s blood glucose level. Cts assisted with a complete pump reset and guided caller through the process. After the reset, the cgm error did not reappear, and the caller successfully began their sensor session.